Manufacturer narrative:
Site reported that patient experienced a blister on the upper lip following a laser treatment using elite+. Topical ointments were prescribed to address patient's impacted area. During treatment, operator may have accidently switched from yag to alex and fired a single pulse to the upper lip on a patient who was skin type vi. Per labeling, alex treatment parameters are recommended for skin type I-iii and not recommended on tanned skin. The device was evaluated, and technician verified that the unit did not switch wavelengths without a request. Technician performed a variety of system tests with each test passing. Evaluation validated that the unit did not error or fault during testing. The device history record confirms that the product passed and met all requirements before releasing. Blisters are expected side effects from laser treatments, however this event is reportable because the patient received care from medical intervention of prescribed topical ointments.

Event description:
Patient required medical intervention following a laser procedure.